Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "implanted an accolade stem, trailed a +0 40mm head, and opened a +0 v40 head that stated v40 on sticker and head. The head did not match stem (seemed to be c-taper and not v40). The surgeon ended up using a-4."